Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The seal plugs were fully intact and the setscrews moved freely and without issue. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits at 506 ohms. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of the device memory did reveal that the pacing impedance measurements had increased over the past year from 1,650 to 2,050 ohms. Laboratory analysis of this device was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The increase in pacing impedance measurements may have been related to a lead integrity issue; however, as the lead was not returned, this could not be confirmed.

Manufacturer narrative:
No products are expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurements. Whether the out of range measurements were pacing or shock impedance measurements was not specified. A revision was performed and the rv lead was capped and surgically abandoned. The implantable cardioverter defibrillator (ICD) was explanted and successfully replaced. No additional adverse patient effects were reported.